Manufacturer narrative:
Patient information not available for reporting. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital address and telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed for 04.027.033s, lot 9330678. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 19. Jan. 2015 expiry date: 01. Jan. 2025. DHR for non-sterile subcomponents were reviewed: - 60039997 / lot no 9238960. Manufacturing location: (B)(4). Manufacturing date: 05. Dec. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. - 60026319 / lot no 9287779. Manufacturing location: (B)(4). Manufacturing date: 04 dec. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. - 60026319 / lot no 9282099. Manufacturing location: (B)(4). Manufacturing date: 02. Dec. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. - 60026321 / lot no 9323925. Manufacturing location: (B)(4). Manufacturing date: 09. Jan. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. - 60026322 / lot no 9228999. Manufacturing location: (B)(4). Manufacturing date: 09. Jan. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent surgery on (B)(6)2015 to implant a proximal femoral nail antirotation (pfna) nail, blade, and locking bolt. Patient experienced persistent pain and consulted another surgeon who noted a ¿wiper effect¿ of the fascia lata tensor. Patient was returned to surgery on (B)(6) 2016 for removal of the hardware. During the removal procedure, surgeon noted an end cap was not used, stating the absence of the end cap could have caused or contributed to the patient¿s persistent pain and soft tissue irritation. This report is for one (1) pfna blade. This is report 4 of 4 for (B)(4).